Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with the sensor. The customer received a lost sensor alarm. The customer was unable to see the sensor's cannula when they removed it. The cannula was not in their body. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.